Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: appropriate term / code not available.

Event description:
Healthcare professional reported "exchange from textured to smooth and felt like they had deflated". Healthcare professional later reported "calcifications and grade ii". This record is for the right side. Device was explanted and replaced. Device will be returned.

Event description:
Healthcare professional reported "exchange from textured to smooth and felt like they had deflated". Healthcare professional later reported "calcifications and grade ii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events calcification and visibility/palpability was received on february 13, 2026, with catalog number mcghan300cc. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ calcification: observed calcification on device through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis missing plug strap are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.